Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that one half of the prongs on the inserter was fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the inserter was fractured during surgery. The surgeon removed fractured piece from patient body and completed surgery.